Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, the device was found to be in backup vvi. A month prior to the follow-up, the patient had open heart surgery. The patient was asymptomatic. A device download was successfully performed.